Event description:
It was reported prior to implant, the physician attempted to deploy the left ventricular lead's fixation lobes on the table. At that time, he noticed that one of the lobes did not deploy and that it appeared that the blue outer sheath of the lead was twisted. The physician implanted a different lead of the same model type. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead was analyzed.